Manufacturer narrative:
H6: investigation summary: eleven samples were received for quality investigation. The customer complaint of tubing defective/damaged could not be verified. The samples received did not show any other defects or damages other than the leakage issues. The samples were first visually inspected for physical damage. No damages were observed in the infusions sets submitted. The infusions set were then primed and a simulated infusion was conducted at a rate of 125 ml/hr. Eight of the eleven samples submitted show signs of leakage at the filter vents. A device history record review for model 2432-0007 lot number 19085308 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 05aug2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause of the defective/damaged could not be determined because the failure was not verified. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was damaged. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. [Event 9] it was reported that tpn line was turned into supply chain with no details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was damaged. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. [Event 9] it was reported that tpn line was turned into supply chain with no details.